Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the 1st obtuse marginal (om) and circumflex (cx) bifurcation. The lesion was 90% stenosed and timi-2 flow. A cordis 6 french 11 cm avanti sheath was used to cannulate the right femoral artery (rfa). A 6-french vista brite tip jl4 guide catheter was inserted and the coronary artery was visualized. A guidant 0.014/190cm balance middle weight guidewire was introduced and a maverick2 2.00x9.00mm monorail balloon was advanced to the lesion site and pre-dilated at 6 atms for 12 seconds and then at 10 atms for 31 seconds. The physician attempted to advance a taxus express2 2.50x12.0 drug eluting stent (des) to the lesion, but was unable to cross the lesion site. The physician pushed the stent delivery system (sds), but not too forcefully and was still unable to cross the lesion. The physician decided to remove the entire sds and upon removal, noticed the stent had dislodged from the balloon. The stent was visualized in the cx and the physician tried to snare the stent by advancing the balloon but was unsuccessful. A taxus express2 3.00x24.0mm des was advanced to the site of the stent in the proximal cx. The stent was deployed and used to crush the dislodge stent against the wall of the cx. The stent was dilated at 9 atms for 21 seconds and then at 13 atms for 26 seconds. A maverick2 3.50x15.0mm monorail balloon was advanced and used to post-dilate the stent at 10 atms for 26 seconds. The sds was removed, but the guidewire was left in the cx. A second 0.014/190cm balance middle weight was advanced but, still unable to cross the lesion site. The procedure was terminated and angioseal was used to close the vascular access site. The patient was discharged with no patient complications. Prior to the procedure, the patient was administered fentanyl and versed. During the procedure, the patient was administered fentanyl, versed, nitroglycerin, angiomax bolus and angiomax drip. Plavix was administered post-procedure.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.